Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral stenting interventional procedure. Reportedly, engagement of the exchange sheath with the starclose se was successful; however, when the plunger was depressed and the sheath started to split, the exchange sheath suddenly disconnected. Manual arterial compression and a compressive pad were applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: connection of the exchange sheath was reestablished after the sudden disconnection. The clip was deployed; however, hemostasis was not achieved. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficulty connecting the sheath to the clip applier was not confirmed as the device was returned with the exchange sheath fully engaged with the clip applier. The reported failure to achieve hemostasis could not be replicated in a testing environment. A conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.